Event description:
It was reported that balloon rupture, detachment and surgical intervention occurred. The target lesion was located in the calcified left anterior descending artery (lad). During the procedure, a 3.00 mm x 38 mm emerge balloon ruptured and fractured. Following unsuccessful attempts using snares and balloons, the patient required surgery bypass to remove the distal balloon segment. There were no further patient complications reported as a result of this event.